Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer representative contacted the customer via phone call and the customer reported that he had some delivery issues with the insulin pump. The customer stated that there was an occasion where the insulin pump delivered 2 units out of the 6 units he programmed for a bolus. He received no delivery alarm and had to change out the infusion set. The customer declined transfer for assistance.